Event description:
Defective clamp in intermittent feeding bag allowed more than physician prescribed tube feeding formula to be given. Initially following the event, pt had vomiting and loose stools. These symptoms resolved within several hours. Pt also had rales in right lower lung and ran a temperature of 99 axilliary. Doctor suspected aspiration pneumonia and started antibiotic treatment. Pt condition has returned to baseline and pt no longer has signs/symptoms of a repsiratory infection. The style of clamp makes it different to close completely. It also "pops" open for unknown reasons and without staff touching the clamp.